Manufacturer narrative:
Concomitant products: guiding catheter (48cm parent, medikit), guidewire (chevalier 14 floppy,fmd). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and inflated slowly to ten atmospheres (10 atm.). However, the pressure did not rise. Therefore, the product was successfully removed from the patient. Another (non-cordis) bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right common femoral artery. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. A contralateral approach was made. A non-cordis guidewire was used to access the lesion. Intravascular ultrasound (ivus) was performed. Additional information received indicated that the product issue was balloon rupture. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. The device prepped properly/maintained negative pressure. The product was removed intact (in one piece) from the patient. No additional information was available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and inflated slowly to ten atmospheres (10 atm.). However, the pressure did not rise. Therefore, the product was successfully removed from the patient. Another (non-cordis) bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right common femoral artery. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. A contralateral approach was made. A non-cordis guidewire was used to access the lesion. Intravascular ultrasound (ivus) was performed. Additional information received indicated that the product issue was balloon rupture. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. The device prepped properly/maintained negative pressure. The product was removed intact (in one piece) from the patient. No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17173384 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.